Event description:
Swelling in right knee [joint swelling], right knee aches [arthralgia], difficult for the pt to get around [mobility decreased], synvisc is not helping the pain/right knee is worse than before getting the injections [device ineffective], pain in the right knee with the third synvisc injection [injection site pain]. Case description: swelling in the right knee; right knee aches; difficult for him to get around/get in and out of cars; synvisc is not helping the pain/right knee is worse than before getting the injections; pain in the right knee with the third synvisc injection; spontaneous report received on 27-dec-2007 from consumer regarding a male osteoarthritis pt. The pt received his first dose of synvisc "about three months" prior to the receipt of this report via intra-articular route in the right knee at a dose of 2 ml once a week. The pt has a medical history of knee pain. After receiving the third synvisc injection, the pt experienced extreme pain in his right knee. The pain resolved "in a few minutes." On an unk date, the pt also experienced swelling in the right knee, right knee aches, and synvisc is not helping right knee pain that is worse than before receiving synvisc. As of the date of receipt of this report, the pt's outcome was unk. Concomitant medications were not provided. The company assessed the relationship between pain in the right knee with the third synvisc injection and synvisc as possible, swelling in the right knee and synvisc as possible, right knee aching and synvisc as possible, synvisc is not helping the pain / right knee is worse than before getting the injections and synvisc as possible. Qa results received on 10-jan-2008: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints as stated in sop usqa1048 "product complaint handling" to determine if corrective action is required. Updated qa results received on 15-jan-2008: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints as stated in sop usqa 1048 "product complaint handling" to determine if corrective action is required. Add'l info was received on 25-jan-2008 from pt. He is continuing to experience knee pain and knee swelling. The pt also has difficulty getting around and "getting in and out of cars." On an unk date, the pt received an injection of corticosteroids "which helped for only about 1 week." At the time of this report, the outcome of the pt is unk. No further info provided.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not process. Data is periodically presented and reviewed by individual responsible for assuring product quality. This review has not process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints as stated in sop usqa1048 "product complaint handling" to determine if corrective action is required.